Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no nonconformities were found that would have led to the reported complaint. D9 section.

Manufacturer narrative:
The device has been requested to be returned for evaluation however it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 44 cm (17") pur ext set w/clave® spike, 0.2m filter and bcv mll. The reporter stated that particles were observed after preparation of anifrolumab vial 300mg/2ml à 300mg dilute in 100ml nacl 0.9%. This also was observed with ¿study medications¿ that they been preparing for a longer time. There was no report of any human harm. If the sample is available for investigation. Unknown patient involvement and unknown patient harm. Hcueno 10-mar-2025